Event description:
A malfunction alarm identified as "malf 9" was reported, with no notable events occurring prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with information to reset the pump and assisted with the reset. After resetting, the malfunction code did not recur, and the customer was advised they could continue using the pump, with instructions to contact support if the issue reappears.